Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and pregnancy with contraceptive device ("pregnancy resulting in live birth") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal, heavy menstrual bleeding / prolonged menses"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge"), dental caries ("tooth decay"), nail disorder ("fingernail thinning"), dysgeusia ("metal taste in mouth"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal issues"), alopecia ("hair loss"), mood swings ("mood swings"), nausea ("nausea"), feeling abnormal ("brain fog"), procedural pain ("painful post-operative recovery") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a hysterectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia, migraine, vaginal discharge, dental caries, nail disorder, dysgeusia, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, mood swings, nausea, feeling abnormal and procedural pain had resolved and the dyspareunia and abdominal pain had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, dental caries, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, menorrhagia, migraine, mood swings, nail disorder, nausea, pregnancy with contraceptive device, procedural pain, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of plaintiff's fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure tube/fragment in the left pelvis / device breakage / one coil was never located"), premature delivery ("premature delivery"), device dislocation ("essure tube/fragment in the left pelvis / device breakage / one coil was never located"), device expulsion ("migration of the essure device / coil found in uterus"), premature separation of placenta ("complications of your unintended pregnancy or delivery : placenta eruption"), pregnancy with contraceptive device ("pregnancy resulting in live birth / pregnancy (with complications)") and internal haemorrhage ("complications of your unintended pregnancy or delivery : internal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (8 previous pregnancies), multiparous (8 previous live births ((B)(6) 2002, (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013)), menstrual cramps, genital bleeding, fever, dyspareunia, pelvic pain, hair loss (since vaginal delivery), premature birth, cervical intraepithelial neoplasia, cervical dysplasia, cervicitis, urinary tract infection, acute vaginitis, breast pain and mastodynia. Previously administered products included for birth control: nexplanon from 2010 to 2011. Past adverse reactions to the above products included adverse drug reaction with nexplanon. Concomitant products included cefalexin (cephalexin), ibuprofen, metronidazole, nitrofurantoin monohydrate and oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)"), menorrhagia ("abnormal, heavy menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse / dyspareunia ((painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("severe daily pelvic pain (more severe during menstrual cycle)") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine ("severe daily migraines"), urinary tract disorder ("urinary problems or changes"), gastrointestinal disorder ("gastrointestinal issues / gastrointestinal or digestive system condition"), nausea ("nausea"), bladder disorder ("bladder problems or changes"), tooth disorder ("dental problems") and headache ("severe daily headaches"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), premature separation of placenta (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), vaginal discharge ("irregular vaginal discharge"), dental caries ("tooth decay"), nail disorder ("fingernail thinning"), dysgeusia ("metal taste in mouth"), mood swings ("mood swings"), feeling abnormal ("brain fog"), procedural pain ("painful post-operative recovery") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2017, (B)(6) 2017 (unilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, premature delivery, device dislocation, premature separation of placenta, internal haemorrhage, vaginal haemorrhage, bladder disorder, tooth disorder and hormone level abnormal outcome was unknown, the device expulsion, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia, vaginal discharge, dental caries, nail disorder, dysgeusia, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, mood swings, nausea, feeling abnormal and procedural pain had resolved, the dyspareunia and abdominal pain had not resolved and the migraine, pelvic pain and headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 9. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, bladder disorder, dental caries, device breakage, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, headache, hormone level abnormal, internal haemorrhage, menorrhagia, migraine, mood swings, nail disorder, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, premature separation of placenta, procedural pain, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details ((B)(6) 2013) : the number of expanded coils that appeared trailing into the uterine cavity was 12 (as interpreted from procedure, in left fallopian tube). The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 15. Linked (B)(4) child case details. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Absent right fallopian micro-insert; on (B)(6) 2014: results: full occlusion of plaintiff's fallopian tube. Pregnancy test urine - on (B)(6) 2014: pregnant. Smear cervix - on (B)(6) 2014: gardnerella vaginalis: detected. Hpv-hr mrna e6/e7 qnt (non-ny). Hpv-hr mrna e6/e7 qnt (no positive>=1.5%. Assessment : abnormal pap smear; abnormal pap-low grade lgsil); low grade squamous intraepithelial lesion; human papilloma virus infection. Ultrasound scan - on an unknown date: coil found in uterus; on (B)(6) 2014: there is a single viable zuf in cephalic presentation. The cervix measures 3.7 cm in length. Amniotic fluid index 12.7 cm: within normal limits. Limited fetal anatomic detail. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, pelvic pain, vaginal discharge, alopecia, abdominal pain, device breakage. Quality-safety evaluation of ptc: unlocked for quality safety evaluation. Most recent follow-up information incorporated above includes: on 10-may-2019: quality safety evaluation of product technical compliant incident- no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure tube/fragment in the left pelvis / device breakage / one coil was never located"), premature delivery ("premature delivery"), device dislocation ("essure tube/fragment in the left pelvis / device breakage / one coil was never located"), device expulsion ("migration of the essure device / coil found in uterus"), premature separation of placenta ("complications of your unintended pregnancy or delivery : placenta eruption"), pregnancy with contraceptive device ("pregnancy resulting in live birth / pregnancy (with complications)") and internal haemorrhage ("complications of your unintended pregnancy or delivery : internal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (8 previous pregnancies), multiparous (8 previous live births ((B)(6) 2002, (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013)), menstrual cramps, genital bleeding, fever, dyspareunia, pelvic pain, hair loss (since vaginal delivery), premature birth, cervical intraepithelial neoplasia, cervical dysplasia, cervicitis, urinary tract infection, acute vaginitis, breast pain and mastodynia. Previously administered products included for birth control: nexplanon from (B)(6) to (B)(6) . Past adverse reactions to the above products included adverse drug reaction with nexplanon. Concomitant products included cefalexin (cephalexin), ibuprofen, metronidazole, nitrofurantoin monohydrate and oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)"), menorrhagia ("abnormal, heavy menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse / dyspareunia ((painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("severe daily pelvic pain (more severe during menstrual cycle)") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine ("severe daily migraines"), urinary tract disorder ("urinary problems or changes"), gastrointestinal disorder ("gastrointestinal issues / gastrointestinal or digestive system condition"), nausea ("nausea"), bladder disorder ("bladder problems or changes"), tooth disorder ("dental problems") and headache ("severe daily headaches"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), premature separation of placenta (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), vaginal discharge ("irregular vaginal discharge"), dental caries ("tooth decay"), nail disorder ("fingernail thinning"), dysgeusia ("metal taste in mouth"), mood swings ("mood swings"), feeling abnormal ("brain fog"), procedural pain ("painful post-operative recovery") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2017, (B)(6) 2017 (unilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, premature delivery, device dislocation, premature separation of placenta, internal haemorrhage, vaginal haemorrhage, bladder disorder, tooth disorder and hormone level abnormal outcome was unknown, the device expulsion, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia, vaginal discharge, dental caries, nail disorder, dysgeusia, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, mood swings, nausea, feeling abnormal and procedural pain had resolved, the dyspareunia and abdominal pain had not resolved and the migraine, pelvic pain and headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 9. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, bladder disorder, dental caries, device breakage, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, headache, hormone level abnormal, internal haemorrhage, menorrhagia, migraine, mood swings, nail disorder, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, premature separation of placenta, procedural pain, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details ((on b)(6) 2013) : the number of expanded coils that appeared trailing into the uterine cavity was 12(as interpreted from procedure, in left fallopian tube). The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 15. Linked case-(B)(4) child case details. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Absent right fallopian micro-insert; on (B)(6) 2014: results: full occlusion of plaintiff's fallopian tube. Pregnancy test urine - on (B)(6) 2014: pregnant. Smear cervix - on (B)(6) 2014: gardnerella vaginalis: detected hpv-hr mrna e6/e7 qnt (non-ny) hpv-hr mrna e6/e7 qnt (no positive>=1.5% assessment : abnormal pap smear; abnormal pap-low grade lgsil); low grade squamous intraepithelial lesion; human papilloma virus infection. Ultrasound scan - on an unknown date: coil found in uterus; on (B)(6) 2014: there is a single viable zuf in cephalic presentation. The cervix measures 3.7 cm in length. Amniotic fluid index 12.7 cm: within normal limits. Limited fetal anatomic detail. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, pelvic pain, vaginal discharge, alopecia, abdominal pain, device breakage. Most recent follow-up information incorporated above includes: on 14-mar-2019: plaintiff fact sheet and medical records received. Event premature delivery was added. Medical condition and laboratory data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure tube/fragment in the left pelvis / device breakage / one coil was never located"), device dislocation ("migration of the essure device / coil found in uterus"), pregnancy with contraceptive device ("pregnancy resulting in live birth / pregnancy (with complications)"), internal haemorrhage ("complications of your unintended pregnancy or delivery : internal bleeding") and premature separation of placenta ("complications of your unintended pregnancy or delivery : placenta eruption") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (8 previous pregnancies), multiparous (8 previous live births ((B)(6) 2002, (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009, (B)(6)2010, (B)(6) 2011, (B)(6) 2013)), menstrual cramps, genital bleeding, fever, dyspareunia, pelvic pain, hair loss (since vaginal delivery) and premature birth. Previously administered products included for birth control: nexplanon from 2010 to 2011. Past adverse reactions to the above products included adverse drug reaction with nexplanon. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)"), menorrhagia ("abnormal, heavy menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse / dyspareunia ((painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("severe daily pelvic pain (more severe during menstrual cycle)") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine ("severe daily migraines"), urinary tract disorder ("urinary problems or changes"), gastrointestinal disorder ("gastrointestinal issues / gastrointestinal or digestive system condition"), nausea ("nausea"), bladder disorder ("bladder problems or changes"), tooth disorder ("dental problems") and headache ("severe daily headaches"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), premature separation of placenta (seriousness criterion medically significant), vaginal discharge ("irregular vaginal discharge"), dental caries ("tooth decay"), nail disorder ("fingernail thinning"), dysgeusia ("metal taste in mouth"), mood swings ("mood swings"), feeling abnormal ("brain fog"), procedural pain ("painful post-operative recovery") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2017, (B)(6) 2017(unilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, internal haemorrhage, premature separation of placenta, vaginal haemorrhage, bladder disorder, tooth disorder and hormone level abnormal outcome was unknown, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia, vaginal discharge, dental caries, nail disorder, dysgeusia, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, mood swings, nausea, feeling abnormal and procedural pain had resolved, the dyspareunia and abdominal pain had not resolved and the migraine, pelvic pain and headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 9. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, bladder disorder, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, headache, hormone level abnormal, internal haemorrhage, menorrhagia, migraine, mood swings, nail disorder, nausea, pelvic pain, pregnancy with contraceptive device, premature separation of placenta, procedural pain, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details ((B)(6) 2013) : the number of expanded coils that appeared trailing into the uterine cavity was 12(as interpreted from procedure, in left fallopian tube). The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 15. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Absent right fallopian micro-insert; on (B)(6) 2014: results: full occlusion of plaintiff's fallopian tube. Pregnancy test urine - on (B)(6) 2014: pregnant. Smear cervix - on (B)(6) 2014: gardnerella vaginalis: detected hpv-hr mrna e6/e7 qnt (non-ny) hpv-hr mrna e6/e7 qnt (no positive>=1.5% assessment : abnormal pap smear; abnormal pap-low grade lgsil); low grade squamous intraepithelial lesion; human papilloma virus infection. Ultrasound scan - on an unknown date: coil found in uterus; on (B)(6) 2014: there is a single viable zuf in cephalic presentation. The cervix measures 3.7 cm in length. Amniotic fluid index 12.7 cm: within normal limits. Limited fetal anatomic detail.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, pelvic pain, vaginal discharge, alopecia, abdominal pain, device breakage. Most recent follow-up information incorporated above includes: on 10-dec-2018: pfs and mr received. Added new reporters and case became medically confirmed. Added patient's date of birth and height. Added lab data and medical history. Updated pregnancy information and essure's insertion and removal date.updated as reported term for menorrhagia, dysmenorrhoea, dyspareunia, gastrointestinal disorder, device dislocation. Added onset date for menorrhagia, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, alopecia, device dislocation, nausea,migraine.added new events vaginal haemorrhage, bladder disorder, tooth disorder, hormone level abnormal , pelvic pain, headache, device breakage,internal haemorrhage. Updated outcome for migraine. Incident : no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure tube/fragment in the left pelvis / device breakage / one coil was never located"), device dislocation ("essure tube/fragment in the left pelvis / device breakage / one coil was never located"), device expulsion ("migration of the essure device / coil found in uterus"), premature separation of placenta ("complications of your unintended pregnancy or delivery : placenta eruption"), pregnancy with contraceptive device ("pregnancy resulting in live birth / pregnancy (with complications)") and internal haemorrhage ("complications of your unintended pregnancy or delivery : internal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (8 previous pregnancies), multiparous (8 previous live births (20jan2002, (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013)), menstrual cramps, genital bleeding, fever, dyspareunia, pelvic pain, hair loss (since vaginal delivery) and premature birth. Previously administered products included for birth control: explaining from 2010 to 2011. Past adverse reactions to the above products included adverse drug reaction with explaining. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)"), menorrhagia ("abnormal, heavy menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse / dyspareunia ((painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("severe daily pelvic pain (more severe during menstrual cycle)") and was found to have hormone level abnormal ("hormonal changes"). In march 2014, the patient experienced alopecia ("hair loss"). In december 2014, the patient experienced migraine ("severe daily migraines"), urinary tract disorder ("urinary problems or changes"), gastrointestinal disorder ("gastrointestinal issues / gastrointestinal or digestive system condition"), nausea ("nausea"), bladder disorder ("bladder problems or changes"), tooth disorder ("dental problems") and headache ("severe daily headaches"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), premature separation of placenta (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), vaginal discharge ("irregular vaginal discharge"), dental caries ("tooth decay"), nail disorder ("fingernail thinning"), dysgeusia ("metal taste in mouth"), mood swings ("mood swings"), feeling abnormal ("brain fog"), procedural pain ("painful post-operative recovery") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2017, (B)(6) 2017 (unilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, premature separation of placenta, internal haemorrhage, vaginal haemorrhage, bladder disorder, tooth disorder and hormone level abnormal outcome was unknown, the device expulsion, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia, vaginal discharge, dental caries, nail disorder, dysgeusia, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, mood swings, nausea, feeling abnormal and procedural pain had resolved, the dyspareunia and abdominal pain had not resolved and the migraine, pelvic pain and headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 9. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, bladder disorder, dental caries, device breakage, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, headache, hormone level abnormal, internal haemorrhage, menorrhagia, migraine, mood swings, nail disorder, nausea, pelvic pain, pregnancy with contraceptive device, premature separation of placenta, procedural pain, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details ((B)(6) 2013) : the number of expanded coils that appeared trailing into the uterine cavity was 12(as interpreted from procedure, in left fallopian tube). The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 15. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Absent right fallopian micro-insert; on (B)(6) 2014: results: full occlusion of plaintiff's fallopian tube. Pregnancy test urine - on (B)(6) 2014: pregnant. Smear cervix - on (B)(6) 2014: gardnerella vaginalis: detected hpv-hr mrna e6/e7 qnt (non-ny) hpv-hr mrna e6/e7 qnt (no positive>=1.5% assessment : abnormal pap smear; abnormal pap-low grade lgsil); low grade squamous intraepithelial lesion; human papilloma virus infection. Ultrasound scan - on an unknown date: coil found in uterus; on (B)(6) 2014: there is a single viable zuf in cephalic presentation. The cervix measures 3.7 cm in length. Amniotic fluid index 12.7 cm: within normal limits. Limited fetal anatomic detail.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, pelvic pain, vaginal discharge, alopecia, abdominal pain, device breakage. Amendment: the report was amended on (B)(6) 2018 for the following reason: coding correction: event "essure tube/fragment in the left pelvis / device breakage / one coil was never located" was splited in essure tube/fragment in the left pelvis one coil was never located and essure tube/fragment device breakage (essure micro-insert fragmented). No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.